Event description:
Test strips would not fit into the meter. Patient stated that they may have been miss-cut. The test strips would not activate the meter upon insertion. No adverse event or serious injury occurred. No medical care was sought. No symptoms were reported. The customer service representative discussed the discontinuance of the product.